Event description:
It was reported while in the cath lab the md decided not to insert an iab due to sclerosis. The patient was moved to ICU where the md inserted an iab via the patient's femoral artery. Fifteen hours after the iab was inserted, the pump alarmed "possible helium leak" and blood was seen in the line. Approximately 30 minutes after the pump alarmed the md began to remove the iab from the patient. The md met resistance while removing the iab. The iab was "trapped and the membrane broke." It was reported, "finally they could pull strongly and extract the rest of the membrane without surgical intervention. A second iab was not implanted because the patient did not respond to the first iab therapy. The pump was reportedly working correctly; however, it will be "revised as the blood came into the circuit."

Manufacturer narrative:
It was reported, "finally they could pull strongly and extract the rest of the membrane without surgical intervention. A second iab was not implanted because the pt did not respond to the first iab therapy. The pump was reportedly working correctly; however, it will be "revised as the blood came into the circuit." A follow-up report will be filed if more information becomes available.